Event description:
It was reported that during guidewire insertion during orif surgical procedure, it was discovered that the attachment device wire broke off at the tip of the power tool while the tip was beginning to bite into the bone and the surgeon tried to change the direction by moving the hand. The broken device was removed using power tool and no pieces were left in the patient, which was also confirmed by x-ray. It was reported that there was 30 minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. E1: the reporter¿s phone number and complete facility address were not provided. Device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.